Event description:
The report received from the affiliate states that the balloon of the palmaz genesis stent delivery system ruptured during inflation. The patient was a (B)(6) female. The target lesion was the right renal artery. It is unknown if the lesion was a de novo, but was slightly calcified and slightly tortuous. The rate of the stenosis was 80%. The products were properly inspected and prepped and no anomalies were noted. A palmaz genesis (5x12mm 142cm) stent delivery system was delivered to the target lesion for a direct stenting without difficulty, and the balloon was inflated. However, a balloon rupture was confirmed by contrast medium leakage under angiography (cag), and the stent was not expanded. It is unknown what brand contrast was used in the procedure. The contrast to saline ratio is unknown although the physician usually uses 1:1. It is unknown to what atmospheres the balloon was inflated to when the rupture occurred. The device used to inflate the balloon is unknown. The palmaz genesis sds was retrieved from the patient with the stent still mounted on the balloon. The physician stopped using the palmaz genesis, and a different stent was implanted instead. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate states that the balloon of the palmaz genesis stent delivery system ruptured during inflation. The patient was a (B)(6) female. The target lesion was the right renal artery. It is unknown if the lesion was a de novo, but was slightly calcified and slightly tortuous. The rate of the stenosis was 80%. The products were properly inspected and prepped and no anomalies were noted. A palmaz genesis (5x12mm 142cm) stent delivery system was delivered to the target lesion for a direct stenting without difficulty, and the balloon was inflated. However, a balloon rupture was confirmed by contrast medium leakage under angiography and the stent was not expanded. It is unknown what brand contrast was used in the procedure. The contrast to saline ratio is unknown although the physician usually uses 1:1. It is unknown to what atmospheres the balloon was inflated to when the rupture occurred. The device used to inflate the balloon is unknown. The palmaz genesis sds was retrieved from the patient with the stent still mounted on the balloon. The physician stopped using the palmaz genesis, and a different stent was implanted instead. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient¿s infectious disease. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.